Event description:
The patient reported that compatibility guidelines were requested for the following: tens or other external stimulation. The patient has spinal stenosis, prior to interstim. Compatibility guidelines were requested for the following: MRI. It was noted that the patient was going every 15 minutes. The patient had relief until about a year ago, when his cardio rx lysics, 80mg. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v989274, implanted: (B)(6) 2012, product type lead. (B)(4).